Manufacturer narrative:
Additional information: b5, d9 (latest return date), g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the handle was inserted into a charger. After removing the handle from the charger, the handle was running and had procedures remaining. An rpa clamshell and adapter were connected to the returned device and calibrated successfully. A reload was attached to the device and was able to clamped and articulated without issue. The handle was able to be fired without issue on the fixture. It was reported that the jaws will not close and open. The reported issues were confirmed. The most likely cause was traced to software coding. The evaluation detected an unreported condition: of system experiencing intermittent reload detection observed. The most likely cause for the additional condition was traced to non-device related factors. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, before patient use, the handle and shell lit up green without any problems. The handle and adapter are also lit in green, but when the cartridge was connected, it recognized the cartridge, but the user could not open or close it. The same phenomenon occurred repeatedly with the same handle; the adapter was removed from the handle and was re-inserted several times; it recognized the cartridge. The same adapter and another handle were used without any problems. The operating room pointed out the same defect about 1 month ago, so the actual product was checked; however, at that time it was able to recognize the cartridge without any problems, so we waited for a while, but after that, the same thing happened several times. Another power handle was used to resolve the issue.

Manufacturer narrative:
D10 concomitant products: sigpshell, sig power sigpshell control shell (lot#unknown); sigadaptstnd, sig power sigadaptstnd linear adapter (sn:unknown); unknown egia su, unknown endo gia sulu (lot#unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, the handle and shell lit up green without any problems. The handle and adapter are also lit in green, but when the cartridge was connected, it recognized the cartridge, but the user could not open or close it. The same phenomenon occurred repeatedly with the same handle; the adapter was removed from the handle and was re-inserted several times; it recognized the cartridge. The same adapter and another handle were used without any problems. The operating room pointed out the same defect about one month ago, so the actual product was checked; however, at that time it was able to recognize the cartridge without any problems, so we waited for a while, but after that, the same thing happened several times. Another power handle was used to resolve the issue.